Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on the motor assembly. It was also received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she went into a pool with the insulin pump. The customer stated the device has no cracks but there is fluid under the lcd display. Blood glucose value was 155 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.